Event description:
It was reported that the inflatable penile prosthesis (ipp) pump worked good outside body, but when the system was inside the patient, the pump inflated cylinders to 70-80% before releasing pressure regulating valve causing cylinders to automatically deflate. There were no patient complications.

Manufacturer narrative:
Upon receipt of this tenacio pump at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic and visual examination of the pump identified there was no damage or abnormalities found. The reason for the deflation issue and the pump difficulty to inflate was most likely determined to be that the pump did not pass the activation test from the functional test performed and the analysis of the available information. The reported complaint was confirmed. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump worked good outside body, but when the system was inside the patient, the pump inflated cylinders to 70-80% before releasing pressure regulating valve causing cylinders to automatically deflate. There were no patient complications.